Event description:
It was reported that on (B)(6)-2005: the patient presented with a pre-operative diagnosis of left hip severe degenerative arthritis. The patient underwent a left total hip arthroplasty with instrumentation. No patient complications were noted. (B)(6)-2005: the patient presented with the following preoperative diagnoses: herniated nucleus pulposus c3-4, c4-5, and c5-6; internal disc disruption, disc desiccation c3-4, c4-5, c5-6; stenosis at c3-4, c4-5, and c5-6; cervical neck pain with bilateral upper extremity radiculopathy. The patient underwent the following procedures: c3-4 partial vertebrectomy, complete discectomy, and decompression of the spinal canal; c4-5 partial vertebrectomy, complete discectomy, and decompression of the spinal canal and nerve roots; c5-6 partial vertebrectomy, decompression of the spinal canal, complete discectomy, and decompression of the nerve roots; arthrodesis c3-4, c4-5, c5-6; anterior instrumentation from c3-6 four levels; use of the bone cage as a biomechanical device at c3-4, c4-5, and c5-6; local autograft; bone marrow aspirate left anterior ilium; use of intraoperative fluoroscopy greater than1 hour. (B)(6)-2005: the patient presented with right carpal tunnel syndrome. The patient underwent a right carpal tunnel release. No patient complications were noted. (B)(6)-2005: the patient presented with left carpal tunnel syndrome. The patient underwent a left carpal tunnel release. No patient complications were noted. (B)(6)-2005: the patient presented with degenerative disease of the left shoulder. The patient underwent a total shoulder arthroplasty, left, with cemented stem and glenoid. Findings: hypertrophied synovium in and around the glenohumeral joint, including the humeral articular surface. Soft bone precluded a noncemented stem. (B)(6)-2006: the patient presented with a preoperative diagnosis of rheumatoid arthritis of the right shoulder. The patient underwent a right total shoulder arthroplasty. Findings: severe rheumatoid disease of the humeral head which included soft tissue overgrowth and pannus as well as periarticular erosions. Her glenoid was affected with posterior and essential erosion. (B)(6)-2007: the patient presented with right knee degenerative joint disease. The patient underwent a right total knee arthroplasty. No patient complications were noted. (B)(6)-2007: the patient presented with left knee degenerative joint disease. The patient underwent a total left knee arthroplasty. No patient complications were noted. (B)(6)-2007 : the patient presented with the following preoperative diagnoses: c6-7 disk protrusion and internal derangement; cervical stenosis; cervical neck pain; cervical radiculopathy; status post c3-6 arthrodesis. The patient underwent a c6 partial vertebrectomy with decompression of the spinal canal, neural foramen nerve root; c7 partial vertebrectomy with complete decompression of the spinal canal neural foramen nerve root; anterior cervical interbody arthrodesis c6-7; exploration of fusion c3-6; removal of instrumentation c3-6; anterior cervical instrumentation of c6-7; use of peek anterior vertebral body placement cage with a biomechanical device at c6-7; aspiration of bone marrow left anterior ilium; use of intraoperative fluoroscopy; use of rhbmp-2/acs; use of local allograft in incision; implantation of cervical plate. Per the op notes, a bone marrow aspirate through the left anterior limb was performed through a normal technique. It was mixed and allowed to sit with the rhbmp-2/acs. The peek intervertebral body placement cage was filled with rhbmp-2/acs and debrided with the local autograft. An anterior cervical interbody arthrodesis at c6-7 was performed with a peek intervertebral body placement cage with biomechanical device at c6-7 filled with bone marrow aspirate, rhbmp-2/acs, and local autograft. Over top of this, an anterior cervical c-spine plate was inserted, 14 mm, and 4.5 mm screws at c6 and 4-mm screws at c7. They were 14 mm in length. The locking mechanism was enacted. No patient complications were noted. (B)(6)-2008: the patient underwent a left cervical radiofrequency denervation c2-7 (B)(6)-2008: the patient underwent left cervical diagnostic facet blocks c2-7. (B)(6)-2010/(B)(6)-2010/(B)(6)-2010/(B)(6)-2010/(B)(6)-2010/(B)(6)-2010 /(B)(6)-2010/(B)(6)-2011/(B)(6)-2011: the patient underwent trigger point injections with local anesthetic and corticosteroids. (B)(6)-2011 : the patient presented with continued axial neck pain that radiates into the left upper trapezius and intrascapular area. The patient also reports axial low back pain that radiates into the bilateral para-lumbar area with radiation down the right leg occasionally extending to the foot. Cervical examination found decreased range of motion. Lumbar exam also found decreased range of motion. Diagnoses: muscle spasm; knee enthesopathy; lumbar disc displacement; lumbosacral spondylosis; cervical spondylosis; cervical post-laminectomy syndrome. (B)(6)-2011: the patient presented with continued axial neck pain that radiates into the left upper trapezius and intrascapular area. The patient also reports axial low back pain that radiates into the bilateral para-lumbar area with radiation down the right leg o ccasionally extending to the foot. Cervical examination found decreased range of motion. Lumbar exam also found decreased range of motion. Diagnoses: muscle spasm; knee enthesopathy; lumbar disc displacement; lumbosacral spondylosis; cervical spondylosis; cervical post-laminectomy syndrome. The patient underwent trigger point injections with local anesthetic and corticosteroids. (B)(6)-2011: the patient underwent MRI of the lumbar spine. Findings: grade 2/3 spondylolisthesis l5-s1, probable chronic; t11-t12 posterior disc bulge with small super-imposed left paracentral disc protrusion, slightly smaller right paramedian disc protrusion, left moderate narrowing and right mild neural foraminal narrowing; l1 and l2 mild posterior disc bulge, mild neural foraminal narrowing; l2-3 mild posterior disc bulge, mild neural foraminal narrowing; l3-4 diffuse posterior bulging, facet hypertrophy, moderate bilateral neural foraminal narrowing; l4-5 decreased disc signal and disc height, diffuse posterior disc bulge, facet hypertrophy, moderate to severe narrowing of the right exit foramen and severe narrowing of the left exit foramen; l5-s1 decreased disc signal and disc height, severe bilateral neural foraminal narrowing. (B)(6)-2011: the patient presented with continued axialneck pain that radiates into the left upper trapezius and intrascapular area. The patient also reports axial low back pain that radiates into the bilateral para-lumbar area with radiation down the right leg o ccasionally extending to the foot. Cervical examination found decreased range of motion. Lumbar exam also found decreased range of motion. Diagnoses: muscle spasm; knee enthesopathy; lumbar disc displacement; lumbosacral spondylosis; cervical spondylosis; cervical post-laminectomy syndrome. (B)(6)-2011: the patient presented with lumbar disk displacement and lumbar radiculopathy. The patient underwent a right lumbar tr ansforaminal epidural steroid injection at l3-4, l4-5 and l5-s1. The patient reported receiving approximately 50% benefit in the back pain and 90% benefit in the radicular symptoms. (B)(6)-2011: the patient presented with right sided neck pain that radiates into the right upper trapezius and intrascapular area. There is burning and numbness. The patient also reports low back pain that radiates into the bilateral para-lumbar area with intermittent radiation down the right leg occasionally extending to the foot. Diagnoses: muscle spasm; knee enthesopathy; lumbar disc displacement; lumbosacral spondylosis; cervical spondylosis; cervical postlaminectomy syndrome. The patient underwent trigger point injections with local anesthetic and corticosteroids. No complications were noted. (B)(6)-2011: the patient presented with lumbar spondylosis. The patient underwent bilateral lumbar diagnostic facet blocks from l3-5. No patient complications were noted. (B)(6)-2011: the patient underwent trigger point injections with local anesthetic and corticosteroids to the right tmjand masseter regions. No patient complications were noted. (B)(6)-2011: the patient underwent cervical trigger point injections with local anesthetic and corticosteroids. No patient complications were noted. (B)(6)-2011: the patient underwent trigger point injections as well as a right tmj injection. No patient complications were noted. (B)(6)-2012: the patient underwent x-rays of the thoracic spine due to mid back pain. Impression: mild-multilevel degenerative disk disease throughout the mid thoracic spine with moderate disk disease at t11-12. (B)(6)-2012/(B)(6)-2012/(B)(6)-2012/(B)(6)-2012/(B)(6)-2012: the patient underwent cervical trigger point injections with local ane sthetic and corticosteroids. No patient complications were reported. (B)(6)-2012 : the patient underwent MRI of the cervical spine without contrast due to neck pain and cervicalgia. Impression: post fusion changes from c3-7; mild smooth posterior bony bridging at the c4 and c5 levels slightly. (B)(6)-2012/(B)(6)-2012/(B)(6)-2012: the patient presents with the same neck pain radiating into the right upper trapezius and intrascapular area. The patient also still has axial low back pain that radiates into the bilateral paralumbar area with intermittent radiation down the right leg occasionally extending to the foot. The patient also still has chronic bilateral knee pain. The patient still demonstrates cervical and lumbar decreased range of motion. Diagnoses: lumbar disc displacement; lumbosacral spondylosis; cervical postlaminectomy syndrome; muscle spasm; cervical spondylosis; myalgia and myositis unspecified/ fibromyocitis; tmj disorder ; knee enthesopathy.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.